Event description:
It was reported that a physician's handheld programmer battery was not holding a charge and had not been for at least two years. However, no patient's were affected since the battery just had to be charged for a while before an appointment. On (B)(6) 2016, the handheld was being used during an appointment, and the battery was too low immediately after removing the handheld from the charger to keep the screen bright. The functionality of the handheld was not affected by the dim screen. A new programming system was requested to be sent to the site. The handheld has not been received to date.

Event description:
The handheld and flashcard were received on (B)(6) 2016. Analysis has not been approved to date.

Event description:
Analysis of the handheld and flashcard was approved on 06/28/2016. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.